Manufacturer narrative:
Film evaluation summary: the exact cause of the reported limb occlusion could not be conclusively determined from the pre-implant 3d recon report provided. The films at implant and films that showed the limb occlusion were not provided. The complete anatomy information and in-vivo stent graft configuration could not be assessed. The pre-implant 3d recon report provided showed that the external iliac arteries were moderately tortuous. The tortuous external iliac arteries may have contributed. The limb occlusion may have also been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Section information references the main component of the system. Other relevant device is: (B)(4)..

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm. It was reported that the patient had a fully occluded limb up to the flow divider due to thrombus. A thrombectomy was performed and the event resolved. The physician was unsure of the cause of the event as no limb compression was observed during index procedure or during final angiogram. However the physician did note that patient was not on routine anticoagulants post procedure and that may have been a contributing cause. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Other relevant device(s) are: expiration date: 2018-08-15.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.